Manufacturer narrative:
The event of ipg relocation due to discomfort at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pain at the ipg site, that may be attributed to surgical wound healing. The patient underwent surgical intervention on (B)(6) 2019 to have their ipg relocated. The pain was resolved post op.